Manufacturer narrative:
As reported in a research article, a (B)(6) with paroxysmal atrial fibrillation who was implanted with a 17 mm amplatzer septal occluder. An event of thrombus formation was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, "angioscopic evaluation of atrial septal defect closure device neo-endothelialization", was reviewed. This research article presents a case study on a (B)(6) male with paroxysmal atrial fibrillation who was implanted with a 17 mm amplatzer septal occluder. The patient was on ticlopidine and apixaban antithrombotic therapy after the procedure. 6 months post-procedure the patient underwent angioscopy to evaluate new-endothelialization of the closure device. Thrombus formation was noted on the amplatzer septal occluder. No additional information was provided. The article concluded that neo-endothelialization on the closure devices varied 6 months after implantation. Notably, poor endothelialization and thrombus attachment were observed around the central areas and on the larger devices. The primary and correspondence author of the article is (B)(6).